Event description:
A malfunction with a pump occurred, as reported by the distributor, rubin medical ab, in sweden on (B)(6) 2025. There was no reported impact to the customer¿s blood glucose level during the incident, but the specific levels at the time were not available. The customer had already attempted a reset, so the pump was replaced as it was within warranty. Tandem technical support provided instructions for the customer to return the pump using the pre-paid label and ensured all necessary procedures for the replacement were followed, though the customer did not share what backup therapy would be used to maintain insulin delivery.